Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of moderate to severe functional mitral regurgitation and both the right coronary cusp (rcc) and non-coronary cusp (ncc) leaflets were heavily calcified. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, an incomplete stent opening (iso) was noted and mitigated by performing a recapture and positioned in a slightly deeper position. The valve was able to be implanted at a depth of 4mm on the ncc. Trace pvl was noted; post-gradient 7 mmhg and the leak was considered as acceptable by the physician and no interventions occurred. On (B)(6) 2026, the patient was found to have an elevated gradient of 22mmhg and on echocardiogram (ECG), accompanied by moderate to severe paravalvular leak (pvl). On (B)(6) 2026, post-implant balloon aortic valvuloplasty (post-bav) was performed using a 23mm, non-abbott balloon to treat the severely underexpanded navitor valve. However, it was unsuccessful, and the valve was observed to be recoiled. A 26mm, non-abbott valve was implanted by performing a valve-in-valve procedure. Post-bav was performed using a 25mm, non-abbott balloon. Mean gradient was 7 mmhg: mild to moderate pvl. The physician believes that the patient experienced pvl due to the underexpansion or recoiled navitor valve and significant flow gaps noted around the frame. The user believes the valve expanded non-uniformly due to the excess calcium and sub-optimal post-bav d/t annular calcium. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of perivalvular leak (pvl), valve under expansion, dyspnea, aortic valve stenosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl could not be conclusively determined. It is possible the pvl was due to the under expansion or recoiled navitor valve and significant flow gaps noted around the frame contributed to the reported event; however, this cannot be confirmed. The cause of the reported incident valve under expansion is consistent with a severely calcified aortic annulus but could not be conclusively determined. The reported aortic valve stenosis, and dyspnea could not be conclusively determined. The reported hospitalization and unexpected medical intervention and surgical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed to address the pvl and valve in valve surgery was performed, and the patient required prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 24 oct. 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of moderate to severe functional mitral regurgitation and both the right coronary cusp (rcc) and non-coronary cusp (ncc) leaflets were heavily calcified. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, an incomplete stent opening (iso) was noted and mitigated by performing a recapture and positioned in a slightly deeper position. The valve was able to be implanted at a depth of 4mm on the ncc. Trace pvl was noted; post-gradient 7 mmhg and the leak was considered as acceptable by the physician and no interventions occurred. Post-procedure, 3 to 4 weeks later, the patient had experienced shortness of breath. On (B)(6) 2026, the patient was found to have an elevated gradient of 22mmhg and on echocardiogram (ECG), accompanied by moderate to severe paravalvular leak (pvl). On (B)(6) 2026, post-implant balloon aortic valvuloplasty (post-bav) was performed using a 23mm, non-abbott balloon to treat the severely underexpanded navitor valve. However, it was unsuccessful, and the valve was observed to be recoiled. A 26mm, non-abbott valve was implanted by performing a valve-in-valve procedure. Post-bav was performed using a 25mm, non-abbott balloon. Mean gradient was 7 mmhg: mild to moderate pvl. The physician believes that the patient experienced pvl due to the underexpansion or recoiled navitor valve and significant flow gaps noted around the frame. The user believes the valve expanded non-uniformly due to the excess calcium and sub-optimal post-bav d/t annular calcium. The patient was in a stable condition and subsequently discharged.